Event description:
It was reported that the patient wondered how high he can increase his settings. He reports a loss of therapeutic effect. The patient was not getting the best results. He had implant for about 1.5 weeks now and for the past 3-4 days the patient was running to the bathroom almost as much as before. Could not feel stimulation as much but needed wife at home to increase his settings. The patient had and upcoming appointment with healthcare provider. The stimulator had helped a little since implant. The patient said that he was put on a water pill before he got the permanent implant. His ankles were swelling before implant so he was put on a water pill and his ankles were not swollen anymore. He was told that he will have to urinate more on the water pill. The patient decreased the water pill from 1 pill a day to 1 pill every other day. He was not sure if the water pill was causing his urination issues. He will talk with healthcare provider at upcoming appointment. His symptoms were not any better since implant. The patient had to go to the bathroom every 45 minutes to an hour. It was reported over a week later that the patient had leg pain and foot pain. He was wondering if the stimulation was causing it. The patient explained his left leg seems like electrodes running through it. The patient think it had to do with the stimulator. This issue began about 2 weeks ago. Him and his wife tried turning stimulation down and that did not help with the leg/foot pain. He had not tried turning stimulation off but he may try that. The patient reports never having therapeutic effect. Since implant the device had helped a little bit but not that much. He had the device for frequent urination. Additional information received reported the patient was still having concerns regarding their device or therapy but was working with their healthcare provider or manufacturer representative. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va0svcf, implanted: (B)(6) 2015, product type lead. (B)(4).